Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, loss of capture (loc) was observed after removal of a temporary pacing lead. The patient was pacemaker dependent. Outputs were increased and capture was obtained. Further evaluation noted that the rv lead had dislodged. The lead was explanted and replaced with another lead. No adverse patient effects were reported.